Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-aug-2023. H.6. Investigation summary: our quality engineer inspected the 1 unused sample submitted for evaluation. The reported issues of phlebitis, catheter defective / damaged, leakage at insertion site, separation catheter from adapter were not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was no foreign matter present and no damages. The sample also underwent leakage testing, and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd cathena¿ safety IV catheter separated after a period of time. The following information was provided by the initial reporter, translated from spanish to english: catheter separation: "devices connected to the catheter are disconnected after a period of time."

Manufacturer narrative:
Correction: imdrf annex b grid: b03, b05, b14.

Event description:
It was reported that the bd cathena¿ safety IV catheter separated after a period of time. The following information was provided by the initial reporter, translated from spanish to english: catheter separation: "devices connected to the catheter are disconnected after a period of time."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2174730. D.4. Medical device expiration date: 30-jun-2025. H.4. Device manufacture date: 23-jun-2022. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter separated after a period of time. The following information was provided by the initial reporter, translated from spanish to english: catheter separation: "devices connected to the catheter are disconnected after a period of time."